Event description:
It was reported that during a da vinci-assisted duodenal switch and cholecystectomy procedure, the patient sustained a postoperative leak from a sureform 60 white reload. The initial robotic procedure was completed without any complications; there were no error messages during the use of the sureform 60 stapler. Postoperatively, it was identified that the patient sustained a leak and required an unidentified subsequent procedure. The surgeon believes the second-to-last white sureform 60 reload leaked and was due to patient factors. The sureform 60 stapler and associated reload were discarded postoperatively.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Sureform 60 stapler instrument logs show it was installed on the system 8 times and fired 8 reloads (1 blue, followed by 7 white). On each install, all clamps were successful. On installs 1-6, and 8, the firings were each completed with 1 pause for compression. On install 7, the firing was completed with no pauses for compression. After the 8th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.